Manufacturer narrative:
We are awaiting the return of the complaint device to complete the investigation.

Event description:
A hosp reported that the infant resuscitator manometer was sticking. No pt injury was reported.